Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.

Manufacturer narrative:
A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected fields - h6 (type of investigation), e1 (event site postal code and event site state) nurse reported that the alarm had gone off and the console had been in standby for nine minutes. He did not utilize the help screen or the iab fill key. Esp personal had him verify there was no blood in the helium tubing, all connections were secure and appropriate and that there were no visible kinks in the line. Nurse then performed a fill which resolved the gas loss alarm and resumed therapy. Esp personal explained the nature of the alarm and based on the information he gave esp personal regarding the patient's hemodynamics and clinical picture, the alarm was likely caused by excessive coughing. Esp personal encouraged nurse to call should the alarm go off several times in an hour so that they could troubleshoot together.

Event description:
Na.